Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted to the hospital due to hemolysis. At the time of readmission, the pt had dark urine and increased levels of lactate dehydrogenase (ldh) and total bilirubin (tbilli). The pt was medically maintained on integrillin for 96 hours and the ldh level decreased to 700.

Manufacturer narrative:
The pt has since been discharged home and continues on lvad support with no further issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.